Manufacturer narrative:
The product complaint analysis team has completed its investigation. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: bullet tip condition, conforming; desufflation lever condition, conforming; inner gasket condition, conforming; latch condition, conforming; obturator condition, conforming; outer gasket condition, conforming; reset button condition, conforming; sleeve condition, nonconforming; stopcock condition, conforming and trocar condition, nonconforming. Functional tests & results: does safety shield retract, conforming; flapper door functional, conforming and lockout functional, conforming. Analysis conclusion: based upon the inquiry info rec'd and the visual examination, it was confirmed that the reported "tip of the cannula broke into several small pieces" occurred. Not all pieces of the sleeve were rec'd. No conclusion could be reached as to how the sleeve had shattered. Co reviews each incident as it occurs in an effort to continuously improve co's products and processes.